Event description:
The user stated he had intermittent issues with low qc and patient results for uric acid since (B) (6) 2010. The user provided patient data from (B) (6) 2010, of which the results for one patient sample were discrepant. The initial result was 4.8 mg/dl, repeat result was 8.6 mg/dl. The patients were not affected as no erroneous results were reported the lot number of the uric acid reagent was 62072001. The field service representative determined there were scratched cuvettes and provided support as the user replaced the cuvettes. The user verified the analyzer operation by running calibration and qc with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.